Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision right hip procedure. Subsequently, the patient was revised approximately 2.5 years later due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a4, b6, b7, d2, d4, h2; h3; h6. D4: UDI# (B)(4). Reported event was confirmed with medical records provided. Review of the available records identified the following: the patient dislocated again and underwent a 3rd revision procedure. Radiographs revealed posterior/superior dislocation. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.